Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) old female patient developed a rash. The patient was instructed to change her garment every 1-2 days. Their doctor advised her to put on benadryl cream on the rash. Follow up indicated that the patient's condition improved